Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella support and the automated impella controller (aic) had a loud noise in the motor of the purge cassette. The aic was replaced.

Manufacturer narrative:
The investigation into the aic ¿ other has been completed since the original report was filed. The console was returned for investigation. The data logs from the complaint date show numerous user interactions with the purge system of the console via purge wizards. There were no persistent issues observed with the completion of the purge-related actions. The right data logs show many purge flow ticks during the purge cassette change. The console was visually inspected. There was residue build up inside and behind the purge unit assembly inside the aic, but this did not impact the performance of the purge system. There was a crack on the small purge retainer visible under a digital microscope, but the purge pressure sensor operated without any issues. The console was run with a known good pump and purge for about an hour with no noticeable issues. There was no issue found during data and device analysis. The user likely heard routine de-airing procedure and thought there was a problem. Updated d9: device return date.